Event description:
It was reported that during the implant procedure of transcatheter valve, the right femoral artery was used as the access site and the minimum diameter of the access vessel was 5 millimeters (mm). Prior to delivery catheter system (dcs) insertion, a 6 mm non-medtronic intravascular lithotripsy (ivl) balloon was used on the common iliac artery, as well as in between the common and external iliac arteries for a total of 6 treatments which were successful. A 14 french (fr) non-medtronic sheath was inserted with slight difficulty; however, the sheath was able to be fully inserted using slight forward pressure. The 14 fr sheath was removed and the dcs was inserted; however, the dcs was noted to be "caught" at the common iliac artery. Subsequently, a second treatment using the non-medtronic ivl device was performed which was successful. The dcs was re-inserted; however, the dcs was unable to cross the common iliac artery. Therefore, a non-medtronic guidewire was used and dcs insertion was re-attempted but was unsuccessful. Subsequently, the physician decided to abort the procedure and the system was withdrawn from the patient. Upon final inspection of the right common femoral artery, a dissection was observed and intervention was required. It was noted that the patient remained stable throughout the entire procedure. Per the physician, the dissection occurred during dcs advancement and was caused by the patient's calcification.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, d4, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the insertion of the dcs or the 14 fr non-medtronic sheath caused/contri buted to the dissection. It was noted that the vessel had significant calcification. Subsequently, surgical cutdown was performed to repair the vessel.